Manufacturer narrative:
The product was installed at the user site (B)(4) 2012. There has been one previous clinical complaint from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed 02/11/2015 with no issues found. The treatment parameters reportedly used by the operator were within the treatment parameters as recommended by candela's treatment guidelines. Candela is currently scheduling a service visit to evaluate the device at the user site. Investigation is currently ongoing.

Event description:
A site reported that a pt received laser treatment for hair removal and responded with second degree burns on the leg area.